Event description:
It was reported on (B)(6) 2026, that the mcot monitor - a10e - verizon-unlocked almost caught fire. The socket was damaged and the back of the monitor is somewhat melted. The patient had completed service so a replacement was not sent. No additional information was provided.